Event description:
Aortic valve and conduit was implanted on 10/15/2004 and the pt subsequently died in 2005. The autopsy report indicates that the aorta ruptured approximately one inch distal to the aortic root and independent of the suture line.